Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified distal right coronary artery (rca). The quantum maverick monorail was being used to pre-dilate the lesion when it ruptured at 14 atms on the first inflation. The procedure was successfully completed with another quantum maverick monorail balloon. There were no reported patient complications. Patient status listed as "good".